Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to (B)(4); the malfunction was duplicated and attributed a loose connection flex cable between the battery interconnect board and the high voltage module. The battery interconnect board to high voltage module flex cable was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.